Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an optical sensor failure message. The customer attempted to calibrate and reconnect the fiber optic sensor cable, but the message remained. They began to transduce the central lumen with an a-line on the screen. No patient harm or adverse event was reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted.reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an optical sensor failure message. The customer attempted to calibrate and reconnect the fiber optic sensor cable, but the message remained. They began to transduce the central lumen with an a-line on the screen. No patient harm or adverse event was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an optical sensor failure message. The customer attempted to calibrate and reconnect the fiber optic sensor cable, but the message remained. They began to transduce the central lumen with an a-line on the screen. No patient harm or adverse event was reported.

Manufacturer narrative:
This is a correction to mfg report number. 2248146-2020-00630 section d 10 changed from (B)(6) 2020 to blank. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an optical sensor failure message. The customer attempted to calibrate and reconnect the fiber optic sensor cable, but the message remained. They began to transduce the central lumen with an a-line on the screen. No patient harm or adverse event was reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an optical sensor failure message. The customer attempted to calibrate and reconnect the fiber optic sensor cable, but the message remained. They began to transduce the central lumen with an a-line on the screen. No patient harm or adverse event was reported.